Event description:
During the insertion, the catheter was flushed and the catheter was leaking near the cuff.

Manufacturer narrative:
The complaint was confirmed and cause is unknown. One groshong 8 fr s/l catheter was returned for evaluation. During functional testing, water was leaking out between the surecuff and vitacuff and at the 16 cm depth marker. Under microscopic examination, a tear was found in between the surecuff and vitacuff. The veneer of the break was rough and granular. Circumferential creases were found at the break site. The break near the 16 cm depth marker exhibits a sharp veneer. It appears that the break may have been damaged by the sharp instrument, such as a knife or scalpel. The damage between the surecuff and vitacuff may have been caused due to groshong tubing wearing against the cuff. However, the exact mechanism of damage is unknown.